Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report an intermate that has ruptured during filling. The device was filled with intralipid. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.